Event description:
The customer reported being hospitalized due to low blood glucose of 31 mg/dl. The customer stated that he was not able to raise his glucose level. The customer's glucose reading at time of call was 135mg/dl, and he was treated with glucose tablets. Troubleshooting was performed. Reviewed the priming technique and found that the customer possibly prime while sleeping. Checked the programming and it was correct. Days later, the customer called back and stated that she was been experiencing low glucose since her last admission and was hospitalized again on (B)(6) 2012 with a glucose reading of 42 mg/dl. The customer's most recent glucose level was 168 mg/dl, and he was treated with glucose tablets. During the call the customer mentioned that there is two cracks on the upper right and left hand corner of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.